Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that the preloaded lens had patient contact and that the tip of the cartridge was cracked. This was noticed during application and implantation. The lens was partially inserted and then removed. No injury or intervention was required and the patient fully recovered. No further information is available.